Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the e-200 generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-200 was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with error e-200 not detected. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the e-200 generator was not detected. Customer checked connections on the e-200 with no issues found. Also, the power was good, however message was still displayed. Then, customer performed a hard power cycle on the vision side cart (vsc). The system still failed to detect the generator after a completed self test and da vinci is ready message was heard. Customer stated they do not have a backup e-200 generator to connect to the vsc. Later, customer called back and stated they found a backup e-200 generator but when they connected the backup it would not power on with the system. Customer will move the cases to one of their other systems for today. The procedure was aborted without patient involvement.